Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine was backing up into the purewick accessory replacement tubing and it caused residue buildup and an infection. The patient stated that the canister was clean. The patient had been using this products for more than 90 days. It was noted that the purewick accessory replacement kit was shipped on (B)(6) 2021. It is unknown what medical intervention was reported. Per follow up via phone on (B)(6) 2022, stated that the customer did contract urinary tract infection and was put on diflucan to clear it up. Patient was unsure if the device was the cause of the urinary tract infection. Also stated that the customer was fine now and the device was working properly.

Event description:
It was reported that the urine was backing up into the purewick accessory replacement tubing and it caused residue buildup and an infection. The patient stated that the canister was clean. The patient had been using this products for more than 90 days. It was noted that the purewick accessory replacement kit was shipped on 06sep2021. Per follow up via phone on 15feb2022, stated that the customer did contract urinary tract infection and was put on diflucan to clear it up. Patient was unsure if the device was the cause of the urinary tract infection. Also stated that the customer was fine now and the device was working properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.